Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead delivered six inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt), the therapy was exhausted. The rv lead exhibited high shock impedances out of range. Subsequently, the rv lead was surgically abandoned and replaced, and this crt-d was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead delivered six inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt), the therapy was exhausted. The rv lead exhibited high shock impedances out of range. Subsequently, the rv lead was surgically abandoned and replaced, and this crt-d was explanted due to therapy upgrade. No additional adverse patient effects were reported. Additional information indicates that during a retrospective review of device data, it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead delivered six inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt), the therapy was exhausted. The rv lead exhibited high shock impedances out of range. Subsequently, the rv lead was surgically abandoned and replaced, and this crt-d was explanted due to therapy upgrade. No additional adverse patient effects were reported.